Event description:
The nurse contacted baxter's technical service center to report an issue of a damaged minicap. The nurse stated that they found a scratch on the minicap during use. The minicap was replaced. The plastic of the minicap looked fully intact and there was no leak of betadine through the scratch. The nurse stated that they checked with the care giver(cg) regarding any over-tightening issues, however the cg was using proper technique and not over tightening the minicap. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Additional information: the sample was not returned for evaluation. This complaint for the reported issue of damaged was not confirmed due to unavailable sample. The root cause of the complaint was undetermined. Baxter will continue to monitor similar reports to determine if further actions are required

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The lot number is unknown; therefore, no batch review will be performed. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.